Manufacturer narrative:
Event site postal code: (B)(6) / this event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. / the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), there was no arterial pressure signal from the sensor. Sensor calibration was performed but there was no improvement. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).